Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the recharger was not charging. The manufacturer representative reported they had it plugged into the wall and screen looked like recharger was charging but after 1 hour of being plugged in it still wasn't charging. It was reported that the connector pin looked slightly bent. The manufacturer representative indicated this was interrupting the patient's therapy since they can't charge their ins. No further complications were reported and/or anticipated.